Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 20 ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent at the exit site from the housing/safety assembly. The following observations were noted during the sample evaluation: the needle was bent at the region where the needle extends from the base. Microscopic examination of the sample found no supporting evidence of a specific root cause. No residue or other evidence of attempted use was observed. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device needle could not be insert to port, then found the needle is bent and the needle tip is hook-liked. On 8/13/2020, sample evaluation revealed the bend in the needle was extensive enough to prevent use of the safety mechanism.